Event description:
The customer reported that 15 ml of diluted blood leaked from the lh780 and onto the counter while running samples. Instrument was generating bellows not down errors. The leak was not contained in the unit. Patient results are not affected. In addition, there was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) corrected the fluid leak at valve (vl46a) by replacing the tubing and stated that the leak was clean isoton from the sheath tank. The fluid had gotten on the sensor distribution card causing the bellows errors. He replaced the sensor distribution card to resolve the bellows not down errors. Upon recur, the failure mode identified is likely to cause erroneous un-flagged, flagged, or non-numeric results for diff and/or retic parameters, due to insufficient diluent delivery to the flow cell during sample analysis. (B)(4).